Manufacturer narrative:
Product complaint # =(B)(4). The following literature cite has been reviewed: ravanbod h, gharanizadeh k, mirghaderi p, hassan a, abolghasemian m. Subtrochanteric shortening osteotomy provides superior function to trochanter slide osteotomy in tha for patients with unilateral crowe type IV dysplasia at a minimum of 3 years. Clin orthop relat res. 2023 oct 27. Doi: 10.1097/corr.0000000000002900. Epub ahead of print. Pmid: 37889537. H6 component code: appropriate term/code not available (g07002) used to capture no findings available. Investigation summary: no device associated with this report was received for examination. An evaluation of the manufacturing record could not be performed as the required product/lot number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot: the device lot number is unknown, therefore a device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
This complaint is from a literature source. The following literature cite has been reviewed: ravanbod h, gharanizadeh k, mirghaderi p, hassan a, abolghasemian m. Subtrochanteric shortening osteotomy provides superior function to trochanter slide osteotomy in tha for patients with unilateral crowe type IV dysplasia at a minimum of 3 years. Clin orthop relat res. 2023 oct 27. Doi: 10.1097/corr.0000000000002900. Epub ahead of print. Pmid: 37889537. Objective/methods/study data: the purpose is to determine (1) is there any difference in clinical outcomes (defined as the harris hip score [hhs] and residual limb length discrepancy) at a minimum of 3 years between subtrochanteric shortening osteotomy and trochanteric slide osteotomy in patients with crowe type IV ddh who underwent tha? (2) is there any difference in the risk or type of complications between the two approaches? 44 hips were involved in the study. 22 within subtrochanteric shortening osteotomy (sso group) and 22 within trochanteric slide osteotomy (tso group). 17/22 stems in the sso group were corail. The remaining were competitor within sso and all tso were competitor devices. All 44 acetabular cups/liners were competitor as well. Lot, model and catalog number are not available, but the suspected depuy synthes device possibly associated with reported adverse events: unknown hip femoral head and unk hip femoral stem corail adverse event(s) and provided interventions possibly associated with unknown hip femoral head (qty 11): 8 hips with heterotopic ossification. No intervention noted. 1 hip with venous thromboembolism. No intervention noted. 2 hips with greater trochanteric pain. No intervention noted. Adverse event(s) and provided interventions possibly associated with unk hip femoral stem corail (qty 12): 8 hips with heterotopic ossification. No intervention noted. 1 hip with venous thromboembolism. No intervention noted. 2 hips with greater trochanteric pain. No intervention noted. 1 hip with intraoperative periprosthetic femoral fracture. No intervention noted.